Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had multiple error alarms. Customer's blood glucose level was 13.4 mmol/l at the time of incident. The insulin pump will not be returned for analysis.